Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 67x58mm size abdominal aortic aneurysm on. It was reported that on an unknown date a follow up CT scan identified a type ia endoleak. An intervention procedure was performed with the insertion of a endurant cuff from the left inguinal region and the addition of coils (tornado/cook) in the gap between the aneurysm wall and the stent graft. The cuff was deployed just below the lower left renal artery and after delivery system removal, nbca (n-butyl-2-cyanoacrylate) was also injected into the coiled region in the aneurysm and a reliant balloon was inflated in the proximal region to avoid flow into of nbca into the aorta. Final angiography confirmed there was no type ia endoleak and the event was reported to be resolved. Per the physician, the cause of the event was due to patient vessel morphology leading to migration of the proximal portion of the bifurcated stent graft. No additional clinical sequelae were reported and the patient is fine.